Manufacturer narrative:
H6: other- product not returned, serial # not provided, unable to evaluate.

Event description:
The pt went to the ER, approximately one year ago, having had the flu for a few days. Allegedly, a blood glucose result of 53 mg/dl was obtained by a member of the ER staff with a one touch ii hosp meter while a later lab result showed 450+ mg/dl. The pt's spouse stated that the ER physician treated the pt for low blood sugar with glucose. As a result, the pt "..went to the ICU for keto-coma and subsequently became insulin dependent..." Info (ie. Cleaning, maintenance, quality control, calibration) regarding the meter and strips is unknown. No pt/reporter info available as the reporter wished to remain anonymous.